Manufacturer narrative:
This report is submitted on august 17, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed infection and drainage at implant site resulting in hospitalization on (B)(6) 2016 ; however, the issue did not resolve. Subsequently, the patient underwent revision surgery on (B)(6) 2016 to clean wound and close off skin flap at implant site.

Manufacturer narrative:
Per the clinic, prior to revision surgery, the patient was treated with oral antibiotics (date and duration not reported). This report is submitted february 6, 2017.